Event description:
The vns patient had generator replacement surgery on (B)(6) 2012 due to battery end of service. The explanted generator was returned to the manufacturer for analysis, and the product analysis was completed on (B)(4) 2013. Analysis of the device found that the elective replacement indicator (eri) flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The eri "yes" condition was the result of expected battery depletion based on the battery life calculation. With the exception of the eri parameter (eri flag was set to "yes" due to a low battery condition) and the output back-up capacitor requirement (backup caps out of specification, no performance issue/acceptance range changed from time of manufacture), the device performed according to functional specifications. Supply current pulsing was out-of-specification on the current automated post burn-in electrical test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications of the current automated post burn-in test. The out-of-limit supply current pulsing could potentially be a contributing factor for the low battery condition; however, results of the battery life calculation indicated that the eri "yes" condition could be expected. Review of the generator device history record confirmed that all final test limits were met prior to device distribution.

Manufacturer narrative:
Device malfuntion caused event but did not cause or contribute to a death or serious injury.